Event description:
The customer reported that after 40 minutes of usage, the blade could not be moved and further dissection on the pt could not be done. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. The device was returned for eval with the knife webbing protruding from the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.